Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of guidewire tip detachment, exposing the core wire tip. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A visual examination revealed that the pebax detached, exposing the metal core wire tip. The device also presents a bent section approximately 7.2 cm from the distal end and a section with the jacket peeled and accordioned, exposing the core wire, approximately 22 cm from the distal end with a length of 5.5 cm. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the returned device that a section of the distal tip detached exposing the tip of the metal core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage,also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure. The guidewire was returned for investigation with no event description given. Preliminary investigation results have revealed that the distal tip of the guidewire detached exposing the tip of the metal core wire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure. The guidewire was returned for investigation with no event description given. Preliminary investigation results have revealed that the distal tip of the guidewire detached exposing the tip of the metal core wire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.